Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no were anomalies found.

Event description:
It was reported that during implant of the left ventricular (lv) lead, the lead could not keep a stable position in the posterior lateral vein. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.